Manufacturer narrative:
Patient information has been requested, but not provided. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is (B)(4) 2014. A medtronic field service engineer went to the site and replaced the atp board was not working correctly. A new board was ordered and installed on the system. System fully functional after atp board replacement.

Event description:
A medtronic representative reported that during a scoliosis, t10-s1 case the site was unable to take 2d images with the o-arm system. They plugged in the footswitch and were still unable to take 2d images. She rebooted the machine 2 times. On the second time the generator bar was scrolling and the pendant displayed, "initializing please wait." The o-arm could not be used for the case and navigation was never commenced. The case was completed with a c-arm imaging instead. No negative impact on the patient outcome was reported.